Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had prime fill anomaly. The customer blood glucose level was unknown. Customer stated that the insulin pump had unexplained vibrations without no alarms going off. Customer also state d that the screen had scratches and it was hard to read. The device will not be returned for analysis.